Manufacturer narrative:
On 2-apr-2025, additional information was received confirming the irrigation issue was a full occlusion. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with an octaray mapping catheter and an irrigation issue occurred during use on the patient. It was reported that when the octaray was flushed to be used again after the remap, the catheter was occluded. The catheter was replaced and the case continued. There was no patient consequence. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection and irrigation test of the returned device were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. An irrigation test was performed, and the device was irrigated correctly. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal action were identified. The irrigation issue reported by the customer could not be replicated during the product investigation. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following recommendations: flush the catheter with heparinized saline prior to insertion into the body. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 2-apr-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. #(B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with an octaray mapping catheter and an irrigation issue occurred during use on the patient. It was reported that when the octaray was flushed to be used again after the remap, the catheter was occluded. The catheter was replaced and the case continued. There was no patient consequence.